Manufacturer narrative:
Device evaluation: the pump has e returned and evaluated by product analysis on 10/22/2015 with the following findings: investigation revealed that the battery compartment was cracked and the battery cap threads were damaged. The battery cap was unable to fully tighten to the pump. A test battery cap was able to secure to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment and battery cap were damaged. This report is made based on results of investigation completed on 10/22/2015.